Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the device would not cross a highly calcified lesion and during removal of the device from the pt, the stent partially dislodged off the balloon. Two shorter rx visions were used to complete the case. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
.